Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na), potassium (k), chloride (cl), and calcium (calc) results generated by unicel dxc 600 pro synchron chemistry analyzer for three patients. The results were reported out of the laboratory, and questioned by the physician. Upon repeat on a different instrument, the results were lower and amended reports were issued. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were heparinized plasma. Qc was within the customer's established ranges prior to the event. Qc run after the event was above the established range. A bci field service engineer (fse) removed and cleaned the flow cell and replaced chloride electrode. As of (B)(4) 2010, there were no more calls to hotline for the problem. Although some hardware issues were addressed, a definitive root cause has not been determined for this event.